Manufacturer narrative:
(B)(4). Carefusion technical support had the biomed check the error log, and found that it indicated "bad cal flow valve characterization (fcv)". Biomed was advised to perform the following: flow sensor characterization, all transducer (xdcr) calibration, and operational verification testing. A gas delivery engine (gde) was recommended if the suggestions above did not resolve the issue. Biomed was to call back if he requires any further servicing needs. As of june 6, 2015, the biomed has not called back for further assistance.

Event description:
Biomed reported a ventilator that stopped ventilating and displayed vent-inop, with a continuous audible alarm while in adult pt use. No ventilator settings were provided. No pt harm was reported. The pt was placed on another ventilator. Biomed indicated that he had cycled the unit on adult default settings, however he was unable to duplicate the reported issue.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.